Event description:
Durng a pta procedure in a calcified femoral artery, the balloon burst. The balloon was inflated by hand pressure and therefore the pressure at which the balloon burst is unk. The procedure was successfully completed with a second opta pro balloon. There was no reported pt injury. The product was returned for analysis, and preliminary analysis indicates the balloonw as circumferentially burst. However, the full engineering eval has not yet been completed.